Manufacturer narrative:
No stuck button alarms were noted during testing. However, the pump had intermittent buttons due to corroded keypad traces. The pump passed the rewind, seating, basic occlusion, force sensor, occlusion, self test and displacement tests. The keypad connector was found locked. The pump failed the leak test at the cracked case. The pump also had a scratched case, keypad overlay texture damage and a cracked keypad overlay at the select button. Moisture damage was noted on the electronic assembly and on the motor.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call indicating that the insulin pump alarm stuck button. Customer's blood glucose at time of incident was 8.7mmol/l. The customer stated that the alarm occurring since saturday evening. The customer stated that buttons were not pressed for three minutes or longer. The customer stated that pump may have got wet due to perspiration. The customer was advised to discontinue use of the device and revert to backup plan. Customer was advised that the device would be replaced.